Manufacturer narrative:
The reported event of stretched helix was confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the helix of the right ventricle (rv) leadless pacemaker (lp) became stretched during the implant procedure after multiple fixation attempts while finding the optimal leadless pacemaker position for the anatomy of the patient. The rv lp was covered by the protective sleeve of the delivery catheter during the positioning attempts. The rv lp was explanted and replaced to resolve the event. The patient was in stable condition.